Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was powering off during use. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.